Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error 224 due to damage cracked cable unit connector. The most probable cause of the complaint is unintended use error caused or contributed to event which is the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. The reported risk/harm is addressed in the instructions for use (IFU): on page 10 of IFU: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had displayed error code e224 when the device dropped on the floor. The issue was identified during the preparation of an unspecified therapeutic procedure. The procedure was completed with similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had displayed error code e224 when the device dropped on the floor. The issue was identified during the preparation of an unspecified therapeutic procedure. The procedure was completed with similar device. There were no reports of patient harm.